Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 585 mg/dl. The other blood glucose was 70 mg/dl, 360. The customer had symptoms such as thirst, nausea. The customer was treated with the insulin pump and syringe. The troubleshooting was performed for high blood glucose and no delivery. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The insulin pump will not be returned for analysis.